Event description:
During a colonoscopy, the physician selected a cook instinct endoscopic hemoclip. The clip was advanced through the accessory channel of the endoscope and attached to the targeted site in the ascending colon. The drive wire disconnected from the handle. The clip remained attached to the drive wire at the end, but popped open. The clip and deployment device were removed from the endoscope. No section of the device remained inside the pt's body. Another device made by another company was used to complete the procedure successfully. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicated proper assembly during manufacture. Using hemostats to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire met the appropriate mfg specifications. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of drive this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.